Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) in the patient with this left ventricular (lv) lead exhibited out of range pacing impedance measurements on the lv channel. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).